Event description:
Inconsistently performing- some too hot while others are too cold. Packaging states up to 115 degrees. Feels much warmer at times than this. Opened box on unit and has no sleeves even though box states "with sleeve." Other boxes have sleeves, signage being placed to use with sleeve or in pillowcase.